Event description:
It was reported that this ams artificial urinary sphincter (aus) exhibited fluid loss. A surgical procedure was performed in which the device was removed and replaced. There were no additional patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that this ams artificial urinary sphincter (aus) exhibited fluid loss. A surgical procedure was performed in which the device was removed and replaced. There were no additional patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation of fluid loss cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.